Manufacturer narrative:
G4:26jan2021. B4:03apr2021. The biomedical engineer reported that the issue was discovered during setup for patient use with no delay to therapy. The biomedical engineer replaced the motor controller (mc) board and the cpu board. The unit is fully operational. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30oct2020. B4: 11nov2020. The customer contacted product support and discussed the issue and found that the error logged is a backup alarm failed error with no other codes. Product support advised the customer that for the backup alarm failed error, the cpu (central processing unit) board's replacement is recommended. The customer reports that he already has a cpu board and wants to replace the power management (pm) board. Product support provided part ID for the (pm) board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 06nov2020.

Event description:
The customer reported that the unit failed with backup alarm failed error. The customer contacted product support and was advised that the cpu, pm, or mc may be faulty per the service guide and provided part ID for all 3 parts. The caller wants to know at how many hours the blower needs replaced as he can't find the information in the manual. Product support advised the caller that the blower is not replaced at any specific interval. The customer reported that the unit was in use on a patient, but there was no patient harm reported.